Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error several times and motor position encoder error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Unable to perform off no power, a21 error, occlusion, no delivery test due to motor error alarm. However, the insulin pump passed the rewind, self-test, idle current, run current, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window and cracked reservoir tube lip.